Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy fluid and abdomen pain. The cause of peritonitis was not reported. It was reported that the patient was hospitalized. The patient was treated with vancomycin 1gm and amikacin 100 mg start dose. Treatment also included imipenem 500 mg one bag per day and amikacin 50mg one bag per day for peritonitis. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b3, b5, b6, b7, d10, e1. H6 and h11. B5: upon follow up, it was reported that the cause of the peritonitis was a breach in aseptic technique. The breach in aseptic technique was not further described. The route for the vancomycin and amikacin stat doses were intraperitoneal. The amikacin 50mg was discontinued on an unknown date. It was reported that the patient received amikacin 500mg, once daily, intraperitoneal and was discontinued on an unreported date. It was reported that the patient was recovering from peritonitis. Pd therapy was ongoing. No additional information was available. H11: this report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic techniques when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.